Manufacturer narrative:
Product analysis: analysis was able to confirm the programmer was not working properly; there was a deviate between the stylus and the cursor on the display screen. Analysis also noted the left keyboard hinge was broken, the bezel had minor damage, and the manufacturer logo button was broken. The touchscreen connector was cleaned, reseated, the parameters were reset, and the stylus was calibrated. The left keyboard hinge was replaced and the manufacturer logo button was replaced. The software was updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not working properly. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event. The programmer tested out of specification during manufacturer's analysis.